Event description:
Customer reported to beckman coulter, inc. (Bec) that startup failed after they performed a bleach bath procedure on the coulter ac t diff 2 analyzer. Customer reported that they opened the bath area and noticed there was a small clear leak coming from the white blood cell (wbc) bath. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found diluent was being vortexed out of the wbc bath due to a weak check valve. The fse replaced the check valve and tubing. The fse verified instrument operation and validated the system.

Manufacturer narrative:
(B)(4).